Event description:
It was found by the field service engineer that the pyxis medstation es system had scorched area on the back panel of the drawer near the pyxibus cable, while attending another issue on drawer. During device inspection, a field service engineer noticed a burning smell, so checked the cable and found it to be thermally compromised. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-sep-2022 to 23- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus cable was thermally compromised and had blackened scorch marks. A field service engineer replaced the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was found by the field service engineer that the pyxis medstation es system had scorched area on the back panel of the drawer near the pyxibus cable, while attending another issue on drawer. During device inspection, a field service engineer noticed a burning smell, so checked the cable and found it to be thermally compromised. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxisbus cable was thermally compromised and had blackened scorch marks. A field service engineer replaced the pyxisbus cable to resolve the issue. The system then operated as expected.